Event description:
Report of explant of device system due to "infection" received per annual device tracking report. Follow up info from hcp revealed diagnosis of infection was in 2001 with symptoms of fever, redness, drainage, and incisional wound opening. The primary location of the infection was the device pocket. Culture of the device pocket was positive for staph aureus. The pt was treated with IV antibiotics and total system explant. The infection has resolved.